Event description:
It was reported that during a surgery for a middle cerebral artery aneurysm, the subject stent was delivered to the target site using a microcatheter. When deploying the subject stent, excessive resistance was encountered. However, the head of the subject stent had already emerged, and the stent could neither be retracted nor further deployed. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
D4. Expiration date- updated, d4. Gtin- updated, d9. Product available to stryker - updated, d9. Returned to manufacturer on - updated, h3. Device evaluated by mfg ¿ updated, h4. Manufacturing date- updated. Due to the automated manufacturing execution system (mes) there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection the stent was received in a deployed condition. The stent delivery wire (sdw) was returned, the introducer sheath was not returned. The stent was deformed. All 3 marker bands were present on both ends of the stent. The sdw was kinked/bent. The functional inspection was unable to be performed as the stent was returned in a deployed state. The reported event ¿stent deployed prematurely during preparation¿ was confirmed. The reported event ¿ stent difficult/unable to advance or pullback through catheter¿ and ¿stent partial deployment¿ could not be replicated. However, the analysis results are consistent with the reported event. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. Additional information provided by the customer indicated that the device was prepared for use as per the dfu. The packaging and device were confirmed to be in good condition prior to use on the patient. Continuous flush was set up and maintained throughout the clinical procedure and the patients anatomy was described as 'severely tortuous'. It was reported that 'when deploying the stent, excessive resistance was encountered, causing the entire microcatheter system to dislodge/migration. However, the head of the stent had already emerged, and the stent could neither be retracted nor further deployed. Therefore, the physician withdrew the stent along with the stent microcatheter out of the body. After withdrawal, an attempt was made to inspect the stent, and it was deployed outside the body . Finally, the physician replaced it with a new stent of the same catalog and continued the deployment along the same microcatheter. The stent was successfully implanted, and the procedure was successfully completed'. The stent was returned for analysis in a deployed condition, which is aligned with the event description. The stent was noted to be deformed. The stent delivery wire (sdw) was also returned and was kinked/bent towards the distal end of the wire. The introducer sheath was not returned for analysis. According to the event description and the follow-up good faith efforts (gfe) replies, the stent was successfully transferred into the microcatheter lumen with no issues noted. The stent was then advanced close to the lesion site before resistance was noted while attempting to deploy the stent. This ability to advance the stent without issue to the distal end of the microcatheter is not typically associated with stent transfer difficulty. It is more likely that, due to some unknown procedural factor and/or the severely tortuous nature of the target anatomy, the user experienced resistance while attempting to deploy the stent. Note: per the dfu, in general in cases where the stent has started to deploy in a sub-optimal location, the safest course of action is not to try repositioning the stent. Rather, continue to deploy the stent where it is and then deploy a second stent at the desired location. Safely deploying a stent ¿ even in an undesired location ¿ will minimize vascular injury. Animal studies have demonstrated that the stent endothelializes in less than 30 days. An assignable cause of procedural factors has been assigned to the reported event ¿stent deployed prematurely during preparation¿, ¿stent difficult/unable to advance or pullback through catheter¿ and ¿stent partial deployment¿ and to the analyzed event ¿stent deployed prematurely during preparation¿, ¿stent deformed¿ and ¿sdw kinked/bent¿ as this complaint appears to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural/anatomical factors during use.

Event description:
It was reported that during a surgery for a middle cerebral artery aneurysm, the subject stent was delivered to the target site using a microcatheter. When deploying the subject stent, excessive resistance was encountered. However, the head of the subject stent had already emerged, and the stent could neither be retracted nor further deployed. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.